Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 25.5. (B)(4). Method: method evaluation: device work order search. Results: evaluation result: a device work order search was performed and no similar complaint was found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-3ai 25.5 diopter preloaded injector. The lens became stuck in the injector. There was no patient contact. Cause of incident is unknown.

Manufacturer narrative:
Device evaluation - the product was returned in device tray. Visual inspection found plunger overridden. (B)(4).